Manufacturer narrative:
The unit was received with its operating currents within specification. The unit passed the self test, unexpected restart error test, displacement test, and basic occlusion test. The pump could not prime during the prime test due to a faulty force sensor resistor. The occlusion and excessive no delivery tests could not occur due to the prime anomaly. The following physical damage was noted: cracked casing at the display window corners, display window, and battery tube threads, along with minor scratches on the lcd window.

Event description:
The customer contacted medtronic via phone call. No details regarding a complaint against the insulin pump or the patient's blood glucose was mentioned. The product was returned for an unknown reason.